Event description:
It was reported that during a rotator cuff repair procedure using the speedscrew 5.5 implant procedure set, the sutures pulled through the cuff upon tightening the suture reels. The facility opted to complete the procedure using a competitor's device. There was no significant delay or patient complications reported as a result of this event.